Event description:
Plaintiff alleges injury to body and shock injury to nervous system including severe illness and injuries to the skin, and organs, including but not limited to the skin discoloration, soreness and/or rashes.